Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has not returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to moisture damage on the keypad traces. The device was received with minor scratched display window, broken battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The caller stated that they could not stop the alarm and it had been sounding since the night prior to the phone call. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.